Event description:
Alleged event: while the patient was asleep the catheter detached or broke at the junction level near the balloon port. The broken part that remained in the patient (balloon with tubing) was easily removed by the medical nurse. The report indicated that there was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.